Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Both lead segments had been cut off about 7.5 cm from the paddle end. The paddle portion is missing electrode #16, and the rigid layer is damaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system including an ipg and paddle lead on (B) (6) 2008. It was reported that about 8 weeks later the patient had suffered a fall and the lead migrated. During the explant procedure it was noted there was a lot of scar tissue around the lead. It was reported that during lead removal an electrode came off and other electrode was found to be loose. The patient then requested complete removal of the ipg and lead. The patient's ipg and lead were explanted on (B) (6) 2009 and returned to the manufacturer for evaluation. No further information is available.